Event description:
Related manufacturer reference number: 2017865-2022-48809. It was reported that the patient's pacemaker and right atrial (ra) lead exhibited noise. No programming changes were made. The patient was stable throughout.